Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111488 - the dentist reported that one month after the dental implant was installed in intraoral region #2 it was verified its non- osseointegration . Ten ncm of primary stability was achieved and immediate load was not performed. Patient presented insufficient bone quality/quantity (bone type iii).